Event description:
Additional information received reported that a manufacturing representative (rep) was aware of the pocket revision on (B)(6) 2015. The rep was not aware of reason for the surgical revision as the doctor would just call him and tell him "this is what we're doing."

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the battery broke through the patient's stitches and this was very painful. As a result they moved the battery pack. The surgery was on (B)(6) when they moved it higher up and then a few weeks later the battery pack came to the surface again. They moved the battery pack again on (B)(6) and moved it higher up on the patient's waist and to the other side of the body. Now the battery pack was secured. Further follow-up is being conducted to determine what troubleshooting was performed and if the cause of the issues was determined. If additional information is received, a follow-up report will be sent.